Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an e226 error message, the image went black for a few seconds, and there was no visibility in the operation field. The issue occurred during a therapeutic bypass procedure. Monopolar and a high frequency generator was used. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation performed based on provided information, the user indicates the following malfunctions: ¿the processor gave the error message e226 and or e228. Meanwhile the monitor screen turned black for a few seconds. There was no more visibility of the operation field¿ which was not confirmed due to no device return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an e226 and or e228 error message, the image went black for a few seconds, and there was no visibility in the operation field. The issue occurred during a therapeutic bypass procedure. Monopolar and a high frequency generator was used. There were no reports of patient harm.